Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient broke the abutment in the crown on tooth #5. The crown is off but the abutment appears to be welded to the sides of the implant. The implant was removed.

Event description:
No additional information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information.

Manufacturer narrative:
This report is being submitted to relay corrected data. Corrected data: the corrected lot number for the concomitant device is 1241482. It was reported inaccurately as 12411482 on MFR: 0002023141-2022-01851-2. The following sections are being reported: d10: concomitant device: lot number: 1241482.

Event description:
No additional event information was received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and corrected data. The following sections are being reported: b4: date of this report was updated. B5: event description was updated. D2: common device name and device code was updated. D4: additional device information was updated. D10: concomitant device, dental implant: tsvm4b11, imp, tsv,mcol mg,4.1mm,11.5mml, lot number:12411482 was added. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated.

Event description:
Upon follow up, it was confirmed that the abutment screw fractured which resulted in the implant removal.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were updated: 4110, 4111. H6: investigation findings code was updated: 3252. H6: investigation conclusion code was updated: 4307. One imp,tsv,mcol mg,4.7mm,11.5mml (tsvmwb11) was returned for investigation. Visual evaluation of the as returned implant identified fractured abutment/abutment screw identified within implant. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing could not be performed since the product was fractured. The reported event was confirmed following visual evaluation. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR, sterilization, and complaint history review could not be performed for unknown screw, as the subject lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Functional testing could not be performed since the products were fractured. Therefore, the reported event could not be recreated. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely causes determined from the investigation are parafunctional habits of the patient over the implantation period of ~ one (1) year and four (4) months. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information was received at the time of this report.